Manufacturer narrative:
Corrected information: the follow-up information received on 19 jun 2023 was inadvertently missed to be included in the initial MDR report # 3012236936-2023-01536 submitted on the 30th june 2023. Therefore, this supplemental filing is to update the following fields: section b5 - describe event or problem: account confirmed that another lens was implanted during the same procedure after the lens was removed. Section h6 - 4631 - more complex surgery instead of 4627 - device explantation all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was not implanted because it was defective. Through follow up we learned that once the lens was inserted into the patient's eye, the surgeon noticed that a piece was missing from the optic. The lens was then cut and extracted. No additional information was received.

Manufacturer narrative:
Section patient identifier, weight and ethnicity: information unknown/ not provided. Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1 - telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.